Event description:
It was reported that the patient presented to the hospital for a schedule right ventricular (rv) lead revision procedure. The rv lead had failed to capture, and fluoroscopy performed confirmed that it had dislodged. The lead was explanted and replaced. The patient was in stable condition.